Event description:
It was reported that the patient had the pump removed due to infection following revision surgery. Additional information has been requested from the hcp, but was not available as of the date of this report.